Event description:
"The clip applier does not work. The clips do not hold and fall off without being tight on where they should be. A new clip applier was opened which worked fine."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering found that the shaft of the device was bent. Engineering attempted to fire clips one at a time, but was unable to successfully actuate the device. Engineering disassembled the device and found damage to the internal components of the shaft. The root cause of the customer's experience could not be determined as engineering was unable to replicate the incident because of the damaged shaft. The root cause of the incomplete clip closure experienced by the customer may have been the result of the clip loading technique on a large structure size or the location of the vessel within the clip, which prevented proper clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.